Event description:
On an unreported date, the patient made mistake/ touch contamination which caused peritonitis on an unknown date. The patient also had cats in the room. The patient was hospitalized for peritonitis. Treatment was not reported. The patient is recovering from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.